Event description:
Event description guidant received information that this pacemaker could not be interrogated when the patient was seen in clinic, with an intrinsic heart rate in the 40's. The magnet rate shows the device is pacing but it could not be verified what rate it was pacing at. It was noted that there was intermittent capture with the magnet.